Event description:
On 10-mar-2026, an arthrex subsidiary employee reported via email that an ar-2323bcsp 5.5 mm biocomposite swivelock anchor experienced an issue during an arthroscopic rotator cuff repair procedure on (B)(6) 2026. The anchor was being used as an outer anchor when the eyelet broke while punching in the self-punch. The broken eyelet fragment was retrieved from the patient. The procedure was completed using a replacement ar-2323bcsp 5.5 mm biocomposite swivelock anchor. No significant delay or additional anesthesia was reported, and no patient harm was reported.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.